Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix issues, high threshold measurements, high out-of-range impedance measurements and oversensed noise. The lead was removed and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix extended and blood/body fluids within the helix housing. Resistance tests were completed to assess lead electrical performance, measurements were out-of-range on the rs- coil. A helix mechanism test was unable to be performed as the terminal pin was spinning and able to be rotated in either direction without any resistance felt. An x-ray of the lead confirmed a fracture of the rs- conductor coil at the distal end of the terminal pin. The rs- coil is stretched/deformed at the fracture site and the coil is wavy and out of alignment which is consistent with over-torque applied to the rs- coil during helix extension/retraction. As the rs- conductor coil is an integral part of helix mechanism activation, once fractured extension/retraction of the helix is no longer possible.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix issues, high threshold measurements, high out-of-range impedance measurements and oversensed noise. The lead was removed and replaced without incident. No adverse patient effects were reported.